Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with vancomycin 1 gram intraperitoneally over three weeks for six or seven doses (frequency not reported) for the peritonitis. Dianeal therapies were ongoing. The patient was recovered from the peritonitis. No additional information is available.